Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: march 05, 2010. Expiration date: january 31, 2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has chronic osteomyelitis. Patient was returned to surgery on (B)(6) 2016 for hindfoot nail removal due to infection. During the surgery, the patient's canal was reamed and antibiotic beads were inserted. The blade and proximal screws had been removed previously on an unknown date. Ankle fusion was complete and successful. The original surgery was (B)(6) 2012. No surgical delay was reported. There was no patient harm; the patient is reported doing okay post-operatively. Surgery completed successfully. This is report 1 of 3 for (B)(4).